Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Revision operative notes provided state that there was gross loosening of cup and one of the screws was found broke. X-rays provided were not submitted as surgeon op report provides sufficient information in regards to implant fracture. Review of device history records identified no deviations or anomalies during manufacturing. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: trilogy shell 50mm ref: 00-6200-050-22 lot: 62740892. Bone screw ref: 00-6250-065-30 lot: 62527260. Bone screw ref: 00-6250-065-20 lot: 62640320. 36+0 cobalt chromium head ref: 00-6305-050-36 lot: 62718328. Modular longevity liner ref:00-8018-036 lot: 62389970. M/l taper 12.5 std ref: 00-7711-012-00 lot: 62438999. The device will not be returned for analysis, as the device was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2021 -00202 , 0002648920 -2021 -00204.

Event description:
It was reported the patient underwent left total hip arthroplasty. Subsequently, patient underwent a revision approximately 1 month later due to a hematoma and developed mrsa infection. Patient underwent a second revision approximately 6.5 years later due to an aseptically loose cup/pp fx. One of the screws was found fractured. Attempts have been made and additional information on the reported event is unavailable at this time.